Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4) : same meter serial number, different test strip lot number. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call on 14-nov-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Grandmother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 31 mg/dl. Grandmother stated after customer had obtained the low result, she had given him a glucose shot. The customer¿s expected am fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 47 mg/dl using true metrix meter (customer had the glucose shot 30 minutes prior to test per grandmother). The product is stored according to specification; the test strip lot manufacturer¿s expiration date is 03/22/2023 and open vial date is 11/02/2022. The meter memory was reviewed for previous test result history (only one result provided using this vial): result 1: 31 mg/dl, date: (B)(6) 2022, time: 7:20 am fasting.

Manufacturer narrative:
Sections with additional information as of 03-jan-2023: h6: updated FDA¿s type, findings and conclusions codes. Meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.